Event description:
Reportedly pt expired, approx after an implant duration of 0.3 month, due to unknown reasons. Unknown if pt death is device related. Unknown if device was explanted. Info received from implant pt registry. No further info regarding this pt was received.

Manufacturer narrative:
Device not returned.